Event description:
The event is reported as: complaint alleges: "it is reported that the physician was using a 5mm clip applier, jaws broke off into pt & exposed a metal wire on the distal tip. The device was retrieved, piece recovered." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.